Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the device rod shaft insulation was damaged and missing. The missing insulation was not returned. The reported condition of component disengaged and insulation damaged was confirmed. The reported condition of device melted could not be confirmed. The damaged insulation likely occurred during the insertion or extraction of the device jaw with the use of a trocar instrument. The log taken from the device's radio frequency identification (rfid) chip showed the device was used 3 times. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) warning states, this product is designed as a single use device. It has only been evaluated in testing to simulate single-use conditions. Subjecting the product to reprocessing or multiple uses could potentially affect the structure and components which could affect the function of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, the insulation of the device melted and fell apart. There was no patient involvement.